Event description:
It was reported that after an interventional procedure, arteriotomy closure of a moderately calcified left common femoral artery was attempted using a perclose proglide device. Reportedly, after successful needle plunger deployment and retraction, it was not possible to advance the knot down to the vessel as strong resistance was felt. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Moderate calcification was reportedly present at the left common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis noted the plunger, suture, link, needles and cuffs were not returned, thus the reported difficulty to position the knot could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty to position the knot incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.